Manufacturer narrative:
The investigation has been started; results will be provided within the follow-up report.

Event description:
It was reported that the device stopped ventilating and alarmed for ¿turbovent 2 failure.¿. There was no patient injury reported.

Manufacturer narrative:
The investigation was performed based on the available information including the electronic log file. The reported issue could be reconstructed by means of the information recorded in the log. The reported symptom was caused by a failure of the blower pwm control signal. The device reacted as specified for this situation as it issued appropriate alarms (turbo vent 2 failure) to the user. In the case of a turbovent2 failure automatic ventilation is no longer possible and the corresponding alarm is given. Fresh gas dosage and manual ventilation remains available. All alarms, possible causes and remedies are described in the instructions for use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped ventilating and alarmed for ¿turbovent 2 failure.¿ there was no patient injury reported.